Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) coronary artery. Pre-dilatation was performed with a 2.5x12 mm nc balloon at 12 and 14 atmospheres (atm). The 3.0x48 mm xience xpedition stent was then deployed at 12 atm and was post-dilated with a 3.0x12 mm nc balloon at 14 atm. A distal edge dissection was noted and a 3.0x18 mm xience prime stent was used to cover the dissection. There was no adverse patient sequela. No additional information was provided.